Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that a cartridge alarm 30 occurred during the load sequence. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.